Event description:
Procedure: roux-en-y. According to the reporter: the anvil became disengaged and lodged in the patient's esophagus. The physician was able to retrieve the anvil using a scope. They had to open the patient to get the anvil out. There was no unanticipated tissue damage. There was no blood loss over 500cc. There was a delay in surgical time greater than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/06/2015.